Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient representative said that about 2 and a half months ago, the pt "fell down a boat ramp and hit really hard on ice, and since then only 2 of the 5 sections are working". They said after "about a week or two after the fall the patients the leads started sticking out of his neck". Pt rep said the patient had a procedure about a month ago with their healthcare provider (hcp) to push the leads back in. They said before this surgery they had met with manufacturer representative (rep) before the surgery and then met with a rep about 2 weeks after the surgery and this rep "said they couldn't get any frequencies to make the leads work so they either need to be repositioned or put new leads in". They said they were supposed to meet with rep today "but they canceled on us again". They want a call ba ck from a different rep and is somewhat upset and wants to get lead issue fixed soon. Emailed local reps asking them to call the patient representative back. Additional information was received from manufacturer representative (rep) who reported that they were not made aware of any lead migrations or need for surgical revision. They reported they were asked to complete an impedance check with the patient after a fall and when they checked the impedances all the impedances were green and did not show high values. The connection with the lead/battery also had no issues. Patient reported that their programs were still working to cover their pain at that time as well. A different rep reported they had not met with this patient in person. They reported that patient had a revision surgery on (B)(6) 2026 and had a post-op visit on (B)(6) 2026. Rep reported they were supposed to meet with patient but had to reschedule. Additional information was received from a manufacturer representative (rep). The rep reported that they had a phone call from patient on (B)(6) letting them know they had a fall. Additional information was received from manufacturer representative (rep) who reported that they aware of the fall by patient's (pt) wife and wanting the device checked due to the patient's leads being occipitally placed and thus could be affected by a fall. Patient met with a different manufacturer representative (rep) at some point involving reprogramming on different contacts due to lack of relief, but did not have additional information or dates and did not believe this was in reference to impedance issues in any way. Additional information was received from manufacturer representative (rep) who reported they were there the day of the surgery, they were last minute coverage and knew of no issues prior and assumed they had been reported, if there were any. Rep could not provide date of surgery at the time. The rep was aware he was overseeing a lead revision, but was not aware of lead migration, or any other issues on why the lead was being revised. The rep indicated that the healthcare provider (hcp) had noted they suspected lead migration, but imaging did not show migration and the hcp noted that during the surgery they didn¿t really move the lead back into place, more so pressed on it. The rep was confused as to what the surgery was actually for. Rep did hear mention of a fall but no further context/information. The rep realizes they should have submitted something, but they did not because they were last minute coverage and were not aware of any issues prior and assumed if there had been, they were reported previously. Rep noted had they truly been aware of an issue/complaint, they would have submitted it. It was unclear what the surgery was for as there was no clear migration and the hcp indicated they did not really encounter or resolve lead migration during the surgery. The rep noted they did not know if the issue had been resolved as they have not had prior contact with the patient or contact since.

Manufacturer narrative:
Continuation of d10: product ID 3888-33, lot #: j0454589v, implanted: (B)(6) 2004, product type lead ubd: 26-oct-2008, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.